Manufacturer narrative:
(B)(6). The device was returned for analysis. It was observed that the imaging window was detached from the lap joint section. A kink was observed in the imaging core near to where the imaging window detached. Functional inspection was not performed due to the device condition. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 08dec2020. It was reported that the catheter could not cross the lesion. The 99% stenosed target lesion was located in a severely calcified and severely tortuous circumflex artery. An opticross imaging catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with another of different device. No patient complications were reported. However, device analysis revealed a detachment in the lapjoint section.